Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's readings are clinically consistent with signs of dampened waveforms. It has been recommended that the clinic evaluate for possible cause of reduced blood flow to the sensor.

Event description:
Additional information received identified the sensor recalibration by right heart catheterization on (B)(6) 2019. 38 mmhg was added to the cm mean. Accurate readings were observed under the manufacturer's patient care network database.